Event description:
\It was reported to philips that the system does not start in the middle of a procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular planned treatment was performed when the issue happened, and the procedure was completed as by rescheduled for another day. The philips field service engineer (fse) inspected the system onsite and confirmed system hung up in the middle of a procedure. Upon functional testing, fse found that there was communication issue between tsm and suite pc and boot led status was off for suite pc. The cause of the suit pc defect confirmed by the supplier's part analysis. The fse replaced the suite pc and touch screen module (tsm). On 11apr2024 and 16aprli2024 the issue reoccurred it resolved by reviewing the connections, but not completely resolved and it resolved on07thmay2024 by touch screen module. The codes were updated based on the investigation outcome.